Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.